Manufacturer narrative:
Analysis not required. Unable to perform pre-fill to the reservoir to verify leakage due to the reservoir was taken apart.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is a leak in the reservoir of the insulin pump. Customer's blood glucose reading was 100 mg/dl. Nothing further reported.